Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use the samples were clotting with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it is reported that samples are clotting. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: customer called back and said the call was dropped, he stated that he is sending kits home to patients to collect their blood via finger stick into an edta microtainer and sending them to a testing facility, the facility is rejecting them because the samples are clotted, he is needing technical support on the process of collection. (B)(6) 2020 technical team reported: the customer sends out kits with the bd blue lancets, edta and sst microtainers, and other products for fingerstick collection to patients at home. The microtainers are sent to a lab, and many of the edta ones are getting rejected because they are clotted. He wanted clearer instructions on collection. I emphasized the fact that the edta microtainer must be drawn first, and it should be collected quickly, and must be inverted 8-10 times immediately after collection. I explained that the lack of or improper inverting is the major reason that the edta microtainers clot. I sent him the brochure on successful specimen collection: fingersticks.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the investigation results to date, defect was not confirmed as lot number was not reported and no photos or customer samples were provided for evaluation. A review of specimen handling parameters should be reviewed for this tube type. Technical services sent the customer the brochure "successful specimen collection: fingersticks¿. Additional literature has been added for customer review to assist in collection questions. Based on the investigation completed, we are unable to confirm this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use the samples were clotting with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it is reported that samples are clotting. Additionally, on 2020-06-19 the bd sales consultant provided the following additional information: customer called back and said the call was dropped, he stated that he is sending kits home to patients to collect their blood via finger stick into an edta microtainer and sending them to a testing facility, the facility is rejecting them because the samples are clotted, he is needing technical support on the process of collection. Hj. On (B)(6) 2020, technical team reported: the customer sends out kits with the bd blue lancets, edta and sst microtainers, and other products for fingerstick collection to patients at home. The microtainers are sent to a lab, and many of the edta ones are getting rejected because they are clotted. He wanted clearer instructions on collection. I emphasized the fact that the edta microtainer must be drawn first, and it should be collected quickly, and must be inverted 8-10 times immediately after collection. I explained that the lack of or improper inverting is the major reason that the edta microtainers clot. I sent him the brochure on successful specimen collection: fingersticks.